Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "battery failed" (diagnostic code 1124), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "battery failed" (diagnostic code 1124), had occurred. The customer requested the part number of the internal battery to order and replace. Resolution and disposition are pending.